Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far field r-wave oversensing on the atrial channel was observed via remote transmission. Patient was asymptomatic and programming changes will be made at next follow-up visit.